Event description:
Healthcare provider called to report a right side exchange from textured to smooth due to product concern. Healthcare professional additionally reported right side rupture, "malrotated", and "any creases". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, an opening on anterior, yellow particles on the shell, wear abrasion, and crease flat. A microscopic analysis was performed which identified: a sharp opening on anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and crease folding.